Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event on 10-may-2024. The infusion set was in use for 6 hours.the glucose level was 274 mg/dl at the time of incident. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2 patient country: united states